Event description:
During cataract extraction procedure, particles came off the handpiece during cataract emulsification. Fluid was used to irrigate particles from the eye and retrieve particles from outside the eye.